Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose level was not impacted. The customer will continue to use the current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.